Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care the controller and power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management and device management. Additionally there is a warning to keep spare back up controller available at all time. The steps for exchange of the controller is outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The patient reported power switching episodes over the last week (around 10 beeps per day), happening on different batteries. Additionally it was reported that there was a red critical alarm. Interrogation noted critical battery alarm noted on power port 1. Per the patient the battery was fully charged at this time. No loose connections or bent pins noted on controller or batteries. The controller was removed from the patient. The patient was placed on existing backup controller and new controller was programmed and given to patient as backup controller.

Manufacturer narrative:
The site rotated the batteries and were unable to find any issues. No bent pins or loose connections were reported. The patient reported feeling well without issues. No alarms were noted on interrogation. No damage noted. Vad parameters 4.5 watts power, 5 lpm flow, speed 2800 rpm. Data download sent with no unusual events noted on download. Instructed to watch for battery switching again and to call if it occurs. On 5/9/16, the patient's wife called to report a critical alarm that occurred on (B)(6) 2016. Power port #1 was not recognizing the battery source although a fully charged battery was in the port. It resolved with unplugging and replugging in the battery. He came to clinic for evaluation. It was decided that he would have a controller exchange. He was given heparin 5000 units IV prior to the controller change. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of power switching was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the 25% rsoc threshold. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. The manufacturer has opened an internal investigation to evaluate the power switching events. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.